Event description:
The customer reported that the side panel has a zipper that is damaged. There was no patient injury reported. The customer did not provide what type of zipper damage it was nor on what panel. Inspection of the canopy by posey shows that the large window b zipper's slider body is open.

Manufacturer narrative:
Zipper damage. Evaluation: results - evaluation of the returned product shows that the large window b zipper's slider body is open.